Event description:
Patient presented back to the physician with drainage and continued infection at the neck and chest incision sites. Physician prescribed antibiotics.

Event description:
Patient presented to the physician with a superficial infection at the neck and chest incision sites. Physician prescribed antibiotics. Patient returned to clinic for follow up and the physician debrided the incisions.

Event description:
Patient presented back to the physician with the stimulation lead eroded through the skin at the neck incision site and continued infection. Physician brought the patient into the or and removed the entire inspire system. This resolved the issue.